Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the active tip was detached from the device. This piece had traces of foreign matter, presumably biological matter. The handle, shaft, tubbing and plug did not show any signs of damage. No other anomalies were noted. The device was sent to the manufacturer for further testing. An evaluation was performed with the following results: device was not received in its original packaging, only in a sterilization bag. There was residue within the tip cavity, scratch marks on ceramic and evidence of erosion on return cap. Additionally, the top section of active tip was detached (the detached tip was returned). Initial inspection showed a detached upper active tip, which was returned alongside the device. Visual inspection confirmed that the distal tip had fractured across the suction holes, which confirms the customer reported event. The device passed all electrical and functional tests. The complaint of the tip of the instrument losing a metallic part can be substantiated. The observations are consistent with failures identified as a part of a CAPA. During the manufacturing process 100% visual inspection is performed to check for any cracks or other defects related to the ts90 active tip. From the investigation, we have been unable to determine the exact cause of this failure. The above failure mode has been reviewed against the systems risk assessment document. The overall complaint was confirmed as the observed condition of vapr tripolar 90 suction elect would have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal interaction during procedure. As per the instructions for use (IFU): 1) avoid touching the distal tip of the instrument (ceramic insulator or metal active component) with fingers or instruments. 2) inadvertent activation or movement of an active vapr electrode outside the field of vision may result in patient injury and damage to the electrode tip assembly. 3) excessive force may damage the electrode tip assembly. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopic shoulder stabilization procedure, it was observed that the vapr tripolar 90 suction elect device, which is used to cut and coagulate soft tissue, lost a metallic part from the tip during use. The separated metallic part was found and removed from the patient's shoulder. There were no reported adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.